Event description:
Patient is a type ii diabetic & called in after following the instructions specified on her recall letter from (B)(6) pharmacy. The letter specifies the software issue (e-5 error code) that produces inaccurate readings of a patient's blood glucose. Patient states that inaccurate readings was observed a few times last month. In the last week or so, the readings are increasingly rising. Patient has no back-up device to compare inaccurate readings to. Patient has no pre-existing conditions or prescribed medications that would interfere with device. Patient had no signs or symptoms related to the inaccurate reading.